Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an error code and a black screen. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited an error code and a black screen. Service history review identified this device has not been in for service in the previous 12 months. Event log was not reviewed because pump would not turn on. Visual/functional testing was performed. Reported problem was confirmed. Fluid ingression found inside the battery compartment. The probable cause of the reported problem was fluid ingression. Replaced main board. Device passed all functional testing post repair.